Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to a defect in the patient board set. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had dark image issues. The issue was found in preparation for a diagnostic procedure. There was less than a 15 minute delay of the procedure and a similar device was used to complete the procedure. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of dark image issues was confirmed. The device evaluation found a printed circuit board failure was the cause of the dark image issues. Additional evaluation findings are as follows: the power switch needed to be upgraded to the latest version and the software was also required to be upgraded. The following findings were also recommended for replacement: a connector that had corrosion and the housing that was discolored. The electrical safety test will be performed post repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.